Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the patient's outcome cannot be conclusively determined at this time. As part of our investigation in this report, olympus requested dispatch of an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. At this time the user facility has not yet scheduled a date for the in-service. If additional and significant information becomes available at a later time these reports will be supplemented.

Event description:
Olympus was informed that a patient contracted an unspecified drug resistant infection and expired after undergoing a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. It was reported that the patient had undergone multiple procedures using a duodenovideoscope between (B)(6) 2014 and (B)(6) 2015. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and in writing but with no result.